Event description:
It was reported that the pt was seen at the implant center for device evaluation. External hardware was exchanged, however, this did not resolve the reported problem. Testing performed at the center confirmed that the device was no longer functioning. Revision surgery was scheduled. The pt ws reimplanted with another clarion device.